Manufacturer narrative:
1038671-2023-02492.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2011. Approximately 8 years and 5 months after the initial procedure the patient had a left knee revision on (B)(6) 2020. The surgeon found that the polyethylene failed, had an excessive amount of wear, and was degrading/shedding polyethylene debris that caused pain, metallosis, loosening, instability, fluid, osteolysis, bone loss, and tissue damage. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.